Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 15644398.

Event description:
It was reported that the patient will undergo a revision procedure due to lead failure. The patient underwent a lead replacement procedure wherein an MRI compatible leads were implanted. The patient was doing well postoperatively, and the explanted leads were not returned due to facility policy.